Event description:
"A diagnostic lap tahlso" was performed. The patient had immediate post operative abdominal pain. Spiked temperature. Wbc was ok. The temperature subsided and then returned. Additional investigation revealed the surgeon attempted a laparoscopic assisted hysterectomy on a patient with pelvic pain. Because of severe adhesions they converted the procedure to an abdominal hysterectomy through a midline incision. Intergel was instilled at the conclusion of the procedure. On day 3 the patient began to experience severe abdominal pain. White count was normal. Temperature spiked to 102. The patient was treated with unisyn and narcotic analgesics. They were discharged on day six, but still had pain. They returned on day 9 with a temperature of 101. CT showed collection of fluid in the abdominal wall. Half of their staples were removed allowing them to drain a large amount of yellow fluid followed by a serosanguinous fluid. Their symptoms remitted.